Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a capsular contracture baker grade lv, seroma late, and ¿bilateral disperse millimetric cysts. Benign findings¿ not device related. Device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture baker grade lv is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade lv, seroma late continued h6 (health effect - impact code 4): f2203.

Event description:
Healthcare professional reported a capsular contracture baker grade lv and seroma late. Device has been explanted. This relates to the left side. The event of ¿bilateral disperse millimetric cysts. Benign findings¿ has been assessed by abbvie medical team as not device related.

Event description:
Healthcare professional reported a capsular contracture baker grade lv, seroma late, and ¿bilateral disperse millimetric cysts. Benign findings¿ not device related. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. Seroma late: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.